Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates an unknown zimmer screw was stripped and required replacement. The alleged event was non-verifiable with the information provided. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device has not yet been returned to manufacturer.

Event description:
It was reported that screw stripped out. The screw was replaced.